Manufacturer narrative:
(B)(4) evaluation statement: the reported event of nuisance occlusion alarms could not be confirmed. No product or event logs have been returned for this investigation, however per the tpc site summary, the functionality of the patient side occlusion alarm was reviewed with the customer. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit by a bd representatives, staff reported that the alaris device alarms frequently for patient side occlusions. There was no reports of patient harm. The staff reviewed/re-educated the functionality of alarms.